Event description:
The manufacturer received information alleging the internal flow verification positive and negative flow measured tidal volume test steps had failed during corrective maintenance on the trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was evaluated by a philips service engineer (se). During the evaluation it was noted that the devices active exhalation control module (or proportional) valve and three-way (3-way) solenoid valve had caused the two test steps to fail on the trilogy evo device. In conclusion, the device's proportional valve and 3-way solenoid valve were replaced to address the issue. The root cause is confirmed at this time.